Manufacturer narrative:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a proximal pressure tube disconnect, and a patient disconnected alarms. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed a proximal pressure tube disconnect, and a patient disconnected alarms. The customer reported that the tidal volume was too high. During troubleshooting, it was suggested to check the event log, sensors, and acquisition module. A follow up was performed with the key market (km), and the responder reported that the hospital connected the proximal pressure tube to resolve the issue. No parts required replacement, and the device was returned to service.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a proximal pressure tube disconnect, and a patient disconnected alarms. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed a proximal pressure tube disconnect, and a patient disconnected alarms. The customer reported that the tidal volume was too high. During troubleshooting, it was suggested to check the event log, sensors, and acquisition module. Investigation ongoing.